Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "infusion finished early. Patient involvement: yes; death/ serious injury: no; human harm: no; delay in therapy: no; medical intervention: no; during patient use".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: over delivery.